Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after a non-device related back surgery wherein electrocautery was used the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure wherein it was noted that the battery had flipped. The patient was doing well postoperatively. The explanted ipg was discarded. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.